Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. She stated she initially woke up with high blood glucose, attempted to treat, and the device froze. She removed the battery and that is when the alarm occurred. Her blood glucose was 282 mg/dl. She didn't recall any significant event which may have caused the device to alarm. She was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. The device is not returning for analysis.